Event description:
A ventilator was returned to a third-party service center for service due to a complaint of "alarming/ red light". There was no harm or injury reported. The device was not in patient use. During the evaluation of the device at the third-party service center, the device's machine flow sensor was found to be defective. The device's machine flow sensor was replaced to address the issue.